Event description:
It was reported that the balloon ruptured. A 2.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for the treatment of a severely calcified lesion. No device damage was observed during unpacking or preparation. The balloon ruptured at 6 atm after 10 seconds during the initial inflation phase. The device was successfully removed using the standard technique, without any complications. The procedure was successfully completed with another agent dcb balloon. There was no patient complication reported, and the patient was good post procedure.